Event description:
It was reported that a customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level of 684 mg/dl and a high ketone level identified as dangerous by healthcare provider. Prior to being hospitalized, the customer delivered a correction bolus in attempt to address the high bg. While in the hospital, the customer was treated with intravenous fluids of insulin and saline. The cause of the high bg was unknown. System check with technical support confirmed the pump was functioning as intended. Customer acknowledged that the pump was functioning as intended. The customer was released from the hospital on (B)(6) 2026 with the reported issue resolved, and no permanent damage. The customer continued using the pump for insulin therapy.